Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens was inserted into the eye using the preloaded system, model pcb00, the lens would not unfold in the eye. The lens was removed and replaced with a zcb00 lens. There was no patient injury to remove the lens such as an incision enlargement or vitrectomy. No further information was provided.

Manufacturer narrative:
Device available for evaluation-yes, returned to manufacturer on 06/10/2016. Device returned to manufacturer-yes. The pcb00 unit was returned to the manufacturer for evaluation. The cartridge component was observed correctly engaged into lower body of the pcb00 device. The plunger component was observed in advanced position. Visual inspection at 10x microscope magnification showed the lens was observed stuck at the pcb00 lens storage chamber, there was an override since the pushrod was observed at the cartridge tube. The lens was not delivered out of the insertion device therefore, the complaint issue was not verified. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.